Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Event description:
A single case was reported through a european published journal article, 'thoracic aorta perforation treated conservatively after tavr in a patient with extremely tortuous aorta'. An 82-year-old woman underwent a septal myectomy and an aortic valve replacement with a non-edwards 23mm valve aortic prosthesis approximately 8 years prior to a 23mm balloon expandable edwards sapien 3 valve being implanted. During the transcatheter valve replacement procedure, resistance was noted while crossing the thoracic aorta that was solved with flexion and rotation of the delivery system. The patient was alert and stable during the procedure. At the end of the procedure, supra-aortic injection revealed no aortic valve insufficiency nor coronary flow impairment, and the patient was transferred for post management care. Three hours post-procedure, the patient experienced worsening chest and back pain and shortness of breath. A CT angiography was performed and revealed a perforation of the descending thoracic aorta at the bended segment. A chest tube was inserted at bedside, draining the blood effusion. The patient was provided blood and protamine sulphate were administered. Drug therapy was administered to keep systolic blood pressure. Chest drainage was maintained for 4 days. A CT angiography at day 5 showed trivial effusion and aortic wall perforation site sealing, with bilateral nonobstructive thrombi in both main pulmonary arteries. At 30-day follow-up, the patient reported symptomatic relief with no exertional dyspnea. An echocardiography revealed good left and right ventricular function and good function of the new bioprosthetic valve.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions), and h10 to reflect engineering investigation. The 23mm edwards commander delivery system was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Article imagery was reviewed and revealed that the patient had severely tortuous descending aorta as seen through CT and a perforation of the descending aorta was present following sapien valve deployment as seen through CT. Per article details, sapien 3 (s3) thv was implanted in aortic position via transfemoral approach with no information provided about the implant date or delivery system used. However, transfemoral access implies that a commander delivery system would have been used in this procedure. Based on this information, this section covers the IFU revision that was in circulation as of august 25, 2022, which represents the manuscript submission date. Herein, exemplary IFU content is included for the s3 thv with the commander ds for use in aortic position via transfemoral approach. The commander delivery system with s3 IFU and device procedural training manual were reviewed for instruction and guidance. The device procedural manual provides guidance on tracking over the arch. Ensure the edwards logo is facing up on the delivery system, use 30-degree to 40-degree lao to provide view of the aortic arch, and slowly rotate the flex wheel away from you while tracking over the aortic arch. Note that the delivery system articulates in a direction opposite from the flush port. Additional considerations include: do not overflex while tracking over aortic arch, to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel and ensure the edwards logo faces upward throughout flexing and tracking. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for navigate and position catheter to target location related to difficulty to track system through the anatomy was confirmed empirically based on provided imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Since no device lot number was not provided, a review of the device history record and lot history could not be completed. A review of DHR did not identify any manufacturing non-conformances. Additionally, a review of the IFU and training manuals revealed no deficiences. Per medical article review, during implantation of s3 thv within pre-existing surgical valve, 'resistance was noted while crossing the thoracic aorta that was negotiated with flexion and rotation of the delivery system.' In addition, three hours post-deployment, CT revealed perforation of the descending thoracic aorta. Review of article imagery confirmed that patient had an appreciably tortuous descending aorta. These anatomical characteristics could create a challenging pathway while tracking the delivery system by presenting difficult angles and/or physically constraining system manipulations. The associated tracking difficulty could have also led to excessive manipulation, resulting in aortic perforation. In this case, available information suggests that patient factors (tortuosity) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time.